Manufacturer narrative:
Exemption number e2015058. On receipt the pad clock was failing to increment and displayed a nonsensical time and date. This would indicate a real time clock fault. The device records 33 manual power ups between (B)(6) 2013, all but two of which last ten minutes. No further log entries were recorded. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The real time clock fault was caused by the coin cell voltage being significantly below 3v. The coin cell voltage had become depleted after leaving heartsine. No fault was found with the printed circuit board. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability fo the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.